Event description:
It was reported that this right ventricular (rv) lead was part of system revision due to erosion and infection. Reportedly, the patient arrived at the emergency room with a portion of the previously capped rv lead protruding from the skin. The patient was treated with intravenous antibiotics. No additional adverse patient effects were reported. This rv lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.